Event description:
A report was received, via social media post, that the patient underwent an ipg relocation and lead replacement three times due to infection but the infection remains. The health of the patient has deteriorated and the patient is unable to walk and is mostly bedridden. The patient will undergo an explant procedure.